Event description:
The facility indicated that the head hi/low is drifting.

Manufacturer narrative:
The facilities maintenance found the head hi/low valve was defective. Maintenance replaced the valve to repair the bed.